Event description:
It was reported that the patient died from an embolism. A 2.4mm jetstream xc atherectomy catheter was selected for use on the common femoral artery. After the atherectomy portion of the procedure, the patient experienced a massive embolization. The physician attempted to perform thrombolysis; however, it was unsuccessful, and the patient passed away due to acute ischemia.